Manufacturer narrative:
(B)(4). The actual apd set was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The solution bags used for the patient¿s therapy were also received. Visual inspection was performed on the cassette and the bags with no issues noted. The bags were filled with water and checked for leakage. One of the dianeal bags leaked from a hole approximately 1/8¿ on top side of bag. A simulated therapy was performed on the set and bags and verified the reported issue. The cause of the reported alarm was determined to be the damaged (punctured) solution bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.